Event description:
It was reported that balloon rupture occurred. The target lesion was located in a stenosed arteriovenous fistula (avf). A 6.00mm/2.0cm/90cm 2cm peripheral cutting balloon was selected for use in a fistuloplasty procedure. During the procedure, the balloon was inflated four or time times but then ruptured when it was inflated to 20 atmospheres. The ruptured balloon resulted in a lifted blade. The balloon was successfully removed from the patient, and the procedure had already been completed upon removal of the balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
D4: lot number: updated lot number 0036343358.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a stenosed arteriovenous fistula (avf). A 6.00mm/2.0cm/90cm 2cm peripheral cutting balloon was selected for use in a fistuloplasty procedure. During the procedure, the balloon was inflated four or time times but then ruptured when it was inflated to 20 atmospheres. The ruptured balloon resulted in a lifted blade. The balloon was successfully removed from the patient, and the procedure had already been completed upon removal of the balloon. There were no patient complications as a result of this event.